Event description:
It was reported that the device was not communicating to the patient monitoring. The device was being set up for use, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer stated that the v60 ventilators are not communicating with hospital monitors, and requested if any changes could be made on ventilators. The remote service engineer (rse) advised the customer that there are no changes that can be made on the v60 ventilators to communicate with hospital monitors. The customer responded that they would call back the following day, to speak with the monitoring group for troubleshooting, no other concerns for customer.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be confirmed if the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.